Event description:
My health has declined in the last seven years (muscle aches, joint pain, extreme fatigue, brain fog, headaches...). The ruptured implants were tested by dr. (B)(6) f.c.i.c. ((B)(6)) medical failure device doctor. The ruptured implants were removed and a pathology report was given to me. Mammogram (B)(6) 2006: pathology report from (B)(6) hospital after (B)(6) 2016. Report done by (B)(6), a medical failure device laboratory received on 07/15/2016. I was implanted with mammary prostheses in 1987 by dr. (B)(6). They were surgitek double lumen, made by the medical engineering corporation circa 1985-1987. An analysis was done by a medical device failure expert, dr. (B)(6), phd, fcic on 07/15/2016. His report states, "...the capsular tissue, along with oil and gel-contaminated periprosthetic tissue, was markedly contaminated by silicone degradation products and that much of the tissue was necrotic and severely calcified, a condition frequently encountered amongst users of such implants... I was not made aware of the health hazards from these breast silicone implants either by mail, phone, or e-mail. My surgeon at that time, in 1987 said that "these implants will last for a life-time and outlive you". I started chronic flu-like symptoms 10 years after implantation. Muscle aches, joint pains, etc. Now after almost 30 years I am experiencing undiagnosed deep bone and muscle pain along with leg weakness. My current doctor at (B)(6) and I are trying to diagnose these symptoms. I truly believe they are connected to the silicone that leaked and then ruptured for several decades. Disclosure to all about the dangers of silicone poisoning need to be strictly addressed by all manufactures of breast implants. I realize saline is considered safer (for a period of 10 years) and disclosure has been made on these but not to the 1,000's of women who currently live with older silicone implants. Note: medicare had to pay over #30,000 to have implants explanted so it is to FDA's benefit to inform all older ladies who have aged silicone. Surgitek double lumen breast implants were explanted on (B)(6) 2016 after mammogram revealed ruptures and severe spitting of silicone outside of implant.